Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. This report is for the two (2) unknown uss side loading screws at level l3. Additional product codes for this report include: mni, mnh, kwp, and kwq. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. Per facility, the complainant parts will not be returned for manufacturer review/investigation. (B)(4). Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a universal spine system (uss) construct from l3-5 on an unknown date. On (B)(6) 2016, the patient returned to the operating room to undergo revision as the levels above the existing fusion (l3-l5) were unstable. Additionally, the patient was noted to have very bad radiculopathy. During the revision, all of the hardware was removed intact. The surgeon then added expedium instrumentation from t10-pelvis and performed a transforaminal lumbar interbody fusion (tlif) at l2-l3. The surgery was completed successfully with the patient in stable condition post-operatively. An intra-operative malfunction with an opal implant holder was noted. This issue has been captured in and reported under linked (B)(4). Concomitant device(s) reported: uss side loading screws (part/lot: unknown / quantity: 4), ti collar with grooves (part: 498.011 / lot: unknown / quantity: 4), and ti nut (part: 498.003 / lot: unknown / quantity: 4). This report is for the two (2) unknown uss side loading screws at level l3. This report is 2 of 6 for (B)(4).